Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to customer's blood glucose level. Cts instructed caller to go to load menu on pump and attempt to reload the original cartridge. Call ended. Additional information was not provided.